Manufacturer narrative:
Initial MDR inadvertently listed wrong product.

Event description:
On (B)(6) 2011, a vns pt reported that she was experiencing painful stimulation and that it feels as though her breast is being "shocked". She said that she has had painful stimulation since the original implant on (B)(6) 2006. She had a battery replacement on (B)(6) 2011 and she is still experiencing the painful stimulation. The pt reported that the pain used to radiate down her arm but it is not as bad now. She said that the physician ran diagnostics but did not see any problems. As far as efficacy, she reported that she has not had a seizure in four years with vns. The physician's nurse later reported that the pt is having a breast reductions surgery at this time and after that procedure they are going to look into the pt's painful stimulation. The nurse reported that they were not going to provide any further information. Good faith attempts for product information from the implanting hospital were made but no information has been received to date. If additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011 when the implanting hospital provided the patient's generator product information. On (B)(6) 2011, the vns patient reported that a surgeon had scheduled her for breast reduction surgery on (B)(6) 2011 but that on (B)(6) 2011, the surgeon backed out of the surgery. The surgeon told the patient that he was worried that he might damage the vns device and had no assurance that insurance would replace it and could not subject the patient to seizures. The patient reported that he did not allow another colleague to review the case and stated that she should seek a university setting. The patient reported that she wants a breast reduction because there is tension on the vns device that is causing pain even after the device was moved in (B)(6) 2011.